Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window, cracked case, missing end cap sticker and loose and protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was a crack on the reservoir compartment. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.